Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter clogs with mucous. Complainant stated that when the catheter was removed, 300 cc of urine "gushed" out from the patient.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "proper techniques for urinary catheter insertion: -perform hand hygiene immediately before and after insertion -insert urinary catheters using aseptic technique and sterile equipment -use the smallest foley catheter possible, consistent with good drainage -document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record techniques for urinary catheter maintenance: -secure the foley catheter. Use the statlock® foley stabilization device if provided -maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions -maintain unobstructed urine flow and keep the catheter and collection tube free from kinking -keep the collection bag below the level of the bladder or hips at all times -empty the collection bag regularly using a separate, clean collection container for each patient" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter clogged with mucous. The complainant stated that the catheter was removed, and subsequently, 300 cc of urine "gushed" out from the patient.